Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0279502. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-10-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm ufii 10bag 500cs had the shield difficult to detach during use. The following was reported by the initial reporter: "it was reported that needle shields are difficult to remove. Verbatim: consumer reported found 2 syringes cannot remove the needle shield. Placed to the side for mailing kit. Lot #: 0279502. Catalog#: 328468. Date of event: unknown - within the past month. Sample status: awaiting sample. Consumer reported found in all prior boxes 1 out of 10 syringes, needle shields hard to remove. Lot #: unknown. Catalog#: 328468. Date of event: unknown. Sample status: discard.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm ufii 10bag 500cs had the shield difficult to detach during use. The following was reported by the initial reporter: "it was reported that needle shields are difficult to remove. Verbatim: consumer reported found 2 syringes cannot remove the needle shield. Placed to the side for mailing kit. Lot # 0279502. Catalog# 328468. Date of event unknown - within the past month. Sample status awaiting sample. Consumer reported found in all prior boxes 1 out of 10 syringes, needle shields hard to remove. Lot # unknown. Catalog# 328468. Date of event unknown. Sample status discard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0279502. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. A device history review could not be completed on the unknown batch number.